Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation of an ultrasound-guided prostate biopsy, the device allegedly self-activated. It was further reported that another device was used to complete the procedure and no coaxial was used. There was no patient contact.

Event description:
It was reported that during preparation of an ultrasound-guided prostate biopsy, the device allegedly self-activated. It was further reported that another device was used to complete the procedure and no coaxial was used. There was no patient contact.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. The device passed the drop test with the top slide in the primed position. An x-ray of the device showed that the cannula tangs were fully engaged with the device housing when the top slide was in the primed position. When the bottom slide was locked into the primed position, resistance was noted. Upon disassembly, it was noted that the left bumper was overlapped by the spring and the stylet outer tang width measured out of specification. Based on the findings, the investigation is confirmed for difficulty priming the stylet. Although the device passed the drop test, the investigation is inconclusive for the reported self-activation of the cannula as functional evaluation could not be completed due to the identified difficulty priming the stylet. The overlapped bumper likely contributed to the identified difficulty priming. Although it was observed that the cannula tangs were fully engaged with the device housing during evaluation, it is possible that the overlapped bumper contributed to incomplete cannula tang engagement during the procedure and the reported self-activation. Additionally, it is possible that the out of specification stylet tang width measurement contributed to the identified priming issues. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. The device passed the drop test with the top slide in the primed position. An x-ray of the device showed that the cannula tangs were fully engaged with the device housing when the top slide was in the primed position. When the bottom slide was locked into the primed position, resistance was noted. Upon disassembly, it was noted that the left bumper was overlapped by the spring and the stylet outer tang width measured out of specification. Based on the findings, the investigation is confirmed for difficulty priming the stylet. Although the device passed the drop test, the investigation is inconclusive for the reported self-activation of the cannula as functional evaluation could not be completed due to the identified difficulty priming the stylet. The overlapped bumper likely contributed to the identified difficulty priming. Although it was observed that the cannula tangs were fully engaged with the device housing during evaluation, it is possible that the overlapped bumper contributed to incomplete cannula tang engagement during the procedure and the reported self-activation. Additionally, it is possible that the out of specification stylet tang width measurement contributed to the identified priming issues. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during preparation of an ultrasound-guided prostate biopsy, the device allegedly self-activated. It was further reported that another device was used to complete the procedure and no coaxial was used. There was no patient contact.